Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the "white foreign material in the air/water channel" and "foreign material in the air/water cylinder" malfunctions could not be identified. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the upward/downward angulation control knob could not be locked securely due to wear of lock engagement lever, air/water cylinder had foreign objects, insulation resistance value at distal end did not meet the standard value due to burn on plastic distal end cover, air/water tube had foreign objects, objective lens and light guide lens had a crack, adhesive on bending section cover had wear, connecting tube had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when using the gastrointestinal videoscope, there was a bending problem. The device was returned for evaluation. During the device evaluation, the air/water cylinder had foreign objects and air/water tube had remains of white foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.